Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained address/serial number label, cracked reservoir tube lip and missing end cap sticker. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose level was 50 mg/dl at the time of the incident and blood glucose level was 90 mg/dl at the time of call. The customer also had blood glucose of 100 mg/dl. The customer was treated with food. It was reported that the customer performed high pressure test and the blood glucose level was low. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The customer was advised that the pump needs to be replaced. The insulin the pump was returned for analysis.